Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain, non-malignant pain and post traumatic neuralgia. It was reported that the patient's ins would not turn on and that they did not feel stimulation. It was reviewed that the ins could be in over-discharge and that they might need to meet with a doctor and have the device checked/perform a special recharge session if the device cannot be interrogated. Follow-up was conducted with the patient. No further complications were reported.